Manufacturer narrative:
PMA supplement no.(B)(4). It was reported that ventilator's amplitude readings wee fluctuating. Hospital did not feel comfortable using this ventilator and switch the patient to another ventilator. There was no patient compromise. The ventilator settings at the time fo the incident were map 33.00 cmh20, bias flow 30lpm, power 6.0 unit was returned to sensormedics adn a thorough service performance check was completed. The ventilator performed according the specifications. Sensormedics was unable to duplicate the alleged complaint.

Event description:
The 3100b ventilator is experiencing fluctuating amplitude readings.